Event description:
It was reported that the surgeon attempted to insert an aq5010v silicone three-piece lens, but the lens was torn in the cartridge. There was no pt contact. The reporter stated the surgeon could not get the injector into the eye due to scar tissue. Additional info has been requested from the facility, but none has been forthcoming. If add'l info does become available, a supplemental medwatch will be sent.